Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator spinal cord stimulation - nonmalignant pain. It was reported that "something in the system was not working correctly". The ins would not hold a charge and was depleted/ turned o ff. Patient felt that charging the ins never worked properly. No symptoms reported. No further complications were reported/anticipated.